Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales that the patient underwent an unknown procedure on (B)(6) 2017 and suture was used. It was found that the suture had been caught at the sealed area of the package. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation found that during the visual inspection of the sample of the overwrap packet it was observed suture material in the seal area; however not compromising the sterile barrier. Per the sample condition the assignable cause of the packaging integrity is a suture in the seal during manufacturing.